Manufacturer narrative:
Summary of event: as reported, a patient was being treated for postpartum hemorrhage, secondary to uterine atony. Nalador was administered to the patient in an attempt to treat the hemorrhage. A 'cook bakri postpartum balloon with rapid instillation components' was then placed and inflated with 500ml. Approximately 1 hour after device placement, the user reported continued hemorrhaging and the patients blood appeared diluted. An ultrasound was performed and the device was found deflated and had migrated into the vaginal canal. Another balloon was placed for treatment. A section of the device did not remain inside the patient¿s body. Additional information regarding event details, blood loss totals, other treatment methods, patient outcomes, and device handling has been requested but is not available at this time. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14935423. A complaint history database search showed no other related complaints associated with the complaint device lot 14935423. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU (t_j-sosr_rev4; 'bakri postpartum balloon') supplied with the device states the following in consideration of the reported failure mode: - "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'cook bakri postpartum balloon with rapid instillation components' was returned for investigation. Function testing revealed tear in the balloon material at the proximal glue bond. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a patient was being treated for postpartum hemorrhage, secondary to uterine atony. Nalador was administered to the patient in an attempt to treat the hemorrhage. A 'cook bakri postpartum balloon with rapid instillation components' was then placed and inflated with 500ml. Approximately 1 hour after device placement, the user reported continued hemorrhaging and the patients blood appeared diluted. An ultrasound was performed and the device was found deflated and had migrated into the vaginal canal. Another balloon was placed for treatment. A section of the device did not remain inside the patient¿s body. Additional information regarding event details, blood loss totals, other treatment methods, patient outcomes, and device handling has been requested but is not available at this time.

Manufacturer narrative:
E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.